Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that during the initial implant procedure, the physician observed that the purple cuff lock was locked and engaged, as indicated by the disappearance of the yellow lines, despite the pump not being fully seated into the apical sewing ring. The team pulled another implant kit off the shelf to prepare a new pump for implantation. (B)(6) was returned assembled with the pump cable fully intact and a tunneler returned over the pump cable inline connector. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Following disassembly and cleaning, the cuff lock was placed on a 1:1 scale drawing and appeared to be within specification. Dimensional analysis of the cuff lock was performed and both locking arms were measured within specification. The cuff lock assembly was reassembled, and engagement testing was performed using a demo apical cuff. The cuff lock was able to slide into the locked position as designed, and the pump engaged with the demo apical cuff without issue. Review of the device history records for (B)(6) found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing inspection and testing steps. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The log files retrieved from (B)(6) contained information that was consistent with device manufacturing, device preparation prior to implant, as well as testing of the device upon return to abbott for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook rev. A is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Chapter 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ the heartmate 3 lvas surgical hand tools IFU rev. A, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the initial implant procedure, the physician observed that the purple cuff lock was locked and engaged, as indicated by the disappearance of the yellow lines, despite the pump not being fully seated into the apical sewing ring. The team pulled another implant kit off the shelf to prepare a new pump for implantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.